Manufacturer narrative:
(B)(4). D10: item # 00877504002, biolox delta head 12/14 40x0, lot # 3160761. Item # 30124006, g7 vit e high wall lnr 40mm f, lot # 66098678. Item # 010000665, g7 pps ltd acet shell 56f, lot # 7440511. Item # 98000100129, pr prm st/g7 cp/ve ln/cer/ins, lot # unknown. G2: report source us. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of all relevant device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and no additional related complaints for the reported part lot combination. Based on the available information, the reported event cannot be confirmed with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision post implantation due to the stem subsiding. Attempts have been made and additional information on the reported event is unavailable at this time.